Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: rnthrough ns, grand slam; guide cath: mach 1 al. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a heavily calcified, heavily tortuous right coronary artery was pre-dilated with a trek (3.0x15) and the xience v (3.5x28) was advanced, but would not cross the lesion. The buddy wire technique was used to help the xience v cross the lesion. During the deployment of a xience v stent, the stent delivery system balloon ruptured on the first inflation at 16 atmospheres. The xience v stent was not fully expanded and a non-abbott balloon was used to successfully post-dilate the stent completing the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.